Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Manufacturer of the device is unknown. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold and an opening on the posterior. A leak test and microscopic analysis was performed which identified a sharp opening on the posterior and yellow particles in the inner shell. A dimension measurement of the shell was performed which identified the thickness within specification. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the posterior assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.